Manufacturer narrative:
This ipg serial number was included in field advisories. (B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) ipg was explanted. No further information has been provided to the manufacturer regarding this event.